Manufacturer narrative:
Section a4: weight unknown/not provided. Section a5: ethnicity unknown/not provided. Section a6: race unknown/not provided. Section d6a: if implanted; give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted; give date: not applicable, as lens was removed/replaced during the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was removed from the patient¿s left eye after the doctor observed that the lens appeared scratched, as if sandpaper had been rubbed on it. The issue was not attributed to user error. There were no reported symptoms. The lens was replaced with another johnson & johnson iol, of the same model and diopter. No medical or surgical interventions were performed or planned. The patient's outcome was reported as good. No additional information was provided.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation?: yes date returned to manufacturer: nov 5, 2025 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the lens was cut in half. The lens was cleaned and inspected; scratches were observed on the surface of the lens. No further issues were identified. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.